Manufacturer narrative:
Concomitant medical products: 5554-53, lead, implanted: (B)(6) 2006. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds that led to pacing issues. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.